Event description:
Draeger can not deliver preventive maintenance kits for their apollo anesthesia units. Pm kits not available at this time. Resulting in delayed pm completion to high risk equipment. Pm replacement 3 yr - (B)(6) 2018. Pm kit 2yr - (B)(6) 2018.